Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. The subject device passed a leakage test. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was a possibility of a temporary contact failure with the electrical contacts of the video system center since a temporary foreign material adhered to the electrical contacts in the video connector of the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the subject device, a color failure of the endoscopic image of the subject device was occurred. The user completed the procedure by using the subject device. The subject device was used in combination with otv-s190 and clv-s190. Other detailed information was not provided. There was no report of patient injury associated with the event.